Manufacturer narrative:
The vessel sealer extend has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed. Verification of the product and event details via system logs cannot be performed at this time because there is insufficient product and/or event date information. A review of the site's complaint history cannot be provided due to lack of site information. No image or procedure video was provided for review. This complaint is considered a reportable event due to the following conclusion: the vessel sealer extend instrument reportedly did not sufficiently complete a seal and it is unknown if there were audible beeps from the generator, indicating that the seal was complete. The generator used with the vessel sealer instrument and da vinci system is designed to provide a successful confirmation signal to indicate seal completion. However, it is unknown if there was a successful confirmation signal following the reported sealing cycle attempt. Per the description of the complaint, the vessel sealer may have incurred a failure mode that is known to impact sealing effectiveness. Deficiencies in sealing may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted procedure the customer had issues with insufficient sealing and cutting with the vessel sealer extend. The procedure was completed with no patient harm. On 3/10/2022, intuitive surgical, inc. (Isi) received mw5107454, which had been submitted by the site, stating: "disposable device, vessel sealer-extended, intermittently cut and seal vs continuously as desired. Medical device rep presented during case. Case able to be completed by utilizing new device. No harm to the patient." Isi performed follow-up with the customer to request additional information related to the event. It was confirmed that the issue happened during a procedure. There was no allegation of a fragment from the instrument falling inside the patient, but that the vessel sealer extend instrument was not sealing properly. The lot number for the instrument was not available, and it was unknown if the instrument would be returned to isi for analysis. No further information was available.